Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a pre-existing mitral and tricuspid regurgitation along with a history of atrial fibrillation and has a watchman device in place. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Prior to the implant, the patient was described as "seriously ill". During the procedure, at initial attempt, the valve was positioned at a depth of 4 mm on the non-coronary cusp (ncc) and 8 mm on the left-coronary cusp (lcc) and it was recaptured and repositioned at a depth of 4 mm on the ncc; however, confirmation of placement on the left side was limited due to restricted contrast visibility. During the assessment, the patient's blood pressure dropped significantly, and became critically hemodynamically unstable. Multiple efforts were undertaken to stabilize the patient, including the initiation of cardiopulmonary resuscitation (CPR). Due to ongoing instability and difficulty confirming the valve position, a decision was made to fully recapture the valve. CPR was continued, and extracorporeal membrane oxygenation (ECMO) was initiated. Subsequently, a second 35 mm navitor valve was prepared and successfully implanted at a depth of 4 mm on the ncc. Post-procedure evaluation showed no paravalvular leak (pvl) and acceptable gradients, though assessment was limited due to the patient being on ECMO support at level 3. The patient remained stable following the procedure, and the newly implanted valve had a trivial leak. However, recovery was complicated due to mitral and tricuspid valve insufficiency. On (B)(6) 2026, follow-up indicates that the patient passed away. The patient had extended hospitalization. The implanter believes that the event was attributable to the patient's significant medical condition, including tricuspid and mitral insufficiency, kidney function, and low ejection fraction, rather than device performance.

Manufacturer narrative:
An event of a death was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported death could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a pre-existing mitral and tricuspid regurgitation along with a history of atrial fibrillation and has a watchman device in place. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Prior to the implant, the patient was described as "seriously ill". During the procedure, at initial attempt, the valve was positioned at a depth of 4mm on the non-coronary cusp (ncc) and 8mm on the left-coronary cusp (lcc) and it was recaptured and repositioned at a depth of 4mm on the ncc; however, confirmation of placement on the left side was limited due to restricted contrast visibility. During the assessment, the patient's blood pressure dropped significantly, and became critically hemodynamically unstable. Multiple efforts were undertaken to stabilize the patient, including the initiation of cardiopulmonary resuscitation (CPR). Due to ongoing instability and difficulty confirming the valve position, a decision was made to fully recapture the valve. CPR was continued, and extracorporeal membrane oxygenation (ECMO) was initiated. Subsequently, a second 35mm navitor valve was prepared and successfully implanted at a depth of 4mm on the ncc. Post-procedure evaluation showed no paravalvular leak (pvl) and acceptable gradients, though assessment was limited due to the patient being on ECMO support at level 3. The patient remained stable following the procedure, and the newly implanted valve had a trivial leak. However, recovery was complicated due to mitral and tricuspid valve insufficiency. On (B)(6) 2026, follow-up indicates that the patient passed away. The patient had extended hospitalization. The implanter believes that the event was attributable to the patient's significant medical condition, including tricuspid and mitral insufficiency, kidney function, and low ejection fraction, rather than device performance.